Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). (Spatula and polyethylene bowl insert for stainless steel monomer evacuating bowl (B)(4)). One device was returned to zimmer biomet surgical in (B)(6). The device was returned wrapped in bubble wrap inside a plastic bag. The original pouch and shelf carton were also returned. The device was opened but unused. Visual examination noted no obvious damage to the device or packaging. Careful visual examination of the device and the sterile pouch by two quality technicians found no contamination or particulate. The reported event was not confirmed. The manufacturing and design review found no systemic issues relevant to this reported event. The manufacturing and packaging work environment is in a level ii clean room. Manufacturing, gowning and handling practices have been established to prevent contamination in the assembly and packaging. The reported event was not confirmed at the return product inspection. Additionally, the review of the production processing and applicable work instructions and drawings found no information relevant to the reported event. Consequently, a root cause for this event cannot be ascertained.

Event description:
It was reported that during surgery foreign material was included into the mixing bowl. No adverse events have been reported as a result of the malfunction.